Event description:
A user facility clinical manager reported that a visible internal dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. Fresenius bloodlines were also in use. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 250ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was discarded.

Manufacturer narrative:
Plant investigation: a sample was not provided for evaluation. The complaint is not confirmed. A definitive conclusion regarding the complaint incident cannot be reached with the information provided. A review of the production record was performed. There was one temporarily approved deviation notice (dn) and one noncomformance (nc) (dosimeter ID issue") noted on the lot. They are unrelated to the current event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.the investigation into the complaint was not able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a visible internal dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. Fresenius bloodlines were also in use. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 250ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was discarded.